Event description:
It is reported that the implant was opened into the sterile field. The scrub nurse noticed a black residue on the ml taper trunnion and on the inside corner of the plastic bag where the trunnion was wrapped. It was shown to the surgeon and it was decided that a new implant should be opened.

Manufacturer narrative:
This report will be amended when our investigation is complete.